Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient believes certain things affect their battery and was wondering if laser tag could affect the battery. No patient symptoms or further complications were reported as a result of this event.